Event description:
The staff was treating an 82 yr old male pt who was in a code situation. They tried to charge the defibrillator three times at 200j with three different batteries and the unit shut down. The pt subsequently expired.